Manufacturer narrative:
Of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a damaged battery cap, a cracked battery compartment, moisture within the pump and a battery compartment leak. During investigation for unrelated complaints, there were 13 additional failures found.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 18-50 years of age and between 110 and 140 pounds. Of the reported patients, 1 was a male and 2 were females.

Manufacturer narrative:
Follow-up #1: device evaluation: in quarter 2 of 2018, there was 1 instance of battery compartment and cap with moisture failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.